Manufacturer narrative:
The customer reported that this central nurse station (cns) crashed and went to a blue screen. According to the customer, both drives are booting into a blue screen. The customer will send in the unit for exchange. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse station (cns) crashed and went to a blue screen.

Manufacturer narrative:
The customer reported that this central nurse station (cns) crashed and went to a blue screen. Both hard disk drives (hdds) were booting to a blue screen. No patient harm was reported. Investigation summary: the root cause of the cns shutdown is undetermined. Neither of the raid hard drives were able to boot up. This cns was installed a month prior to the reported event. Service history for this facility was reviewed for any environmental incidents that may have contributed to the cns failure. No environmental events such as a power outage have been reported around 4/9/2021. On 4/8/2021, a similar incident of blue screen was reported on another cns under ticket 104612, however, there was insufficient details to determine the cause. Although the probable cause was not determined for this incident, service history for this serial number shows this is an isolated incident spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that this central nurse station (cns) crashed and went to a blue screen.